Manufacturer narrative:
A partial lead with the lead tip measuring 51.5cm was returned for analysis. Internal insulation abrasions were noted at 29.8-30.5cm and 31.9-33.1cm from the distal tip. The etfe coating was intact at these locations. An internal insulation abrasion was noted at 32.0-33.4cm from the distal tip. The etfe coating was damaged due to the surgical explant procedure at this location. Internal insulation abrasion under the rv shock coil was noted at 4.8-5.5cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and low lead impedance.

Event description:
It was reported that the patient presented in or for device change out due to normal eri. Patient felt fatigued. Externalized conductors, noise and decreased pacing lead impedance were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.